Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient had removed the sensor prior to calling in to trouble shoot. The reported issue was resolved as the patient was advised to insert a new sensor and the system was now functioning. No injury or medical intervention was reported.